Event description:
The patient received a small partial thickness burn under the return pad. The physician sent a photo of the burn, which occurred on the patient's back. No other details have been provided. The physician has not responded to requests for additional information about the clinical case. There is not a device performance complaint associated with the clinical case.